Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca). A 2.50mm x 12mm nc emerge® balloon catheter was advanced to dilate the lesion. However, upon inflation at 7 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There was tip damage. There were numerous hypotube kinks. The balloon, markerbands, proximal bond and tip were microscopically examined. Microscopic inspection revealed a pinhole in the balloon material proximal to the distal markerband. There was no indication that the device was inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca). A 2.50mm x 12mm nc emerge® balloon catheter was advanced to dilate the lesion. However, upon inflation at 7 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.